Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2010-00424-1 / 2013- 01397).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup and head was performed (B)(6) 2008 due to acetabular loosening and osteolysis. No further information has been provided.